Event description:
It was reported, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and a lv lead dislodgement was observed. It was suspected the dislodgement was due to the patient's anatomy. The lv lead was explanted and replaced to resolve the event. The patient was stable.